Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that there was a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.